Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, the pt developed a rash. The taxus express2 4.0x12mm drug eluting stent was implanted in the right coronary artery. About 20-30 days later, the pt presented with an "aggressive" rash under the arms and the skin was very irritated. The pt had been started on plavix post procedure and was also on a number of other medications. Some medications changes were also made at the time of implant. The pt was seen by a dermatologist, who started the pt on steroids, which seemed to be effective. The cardiologist is unable to determine the relationship of the pt's rash to the taxus express2 stent or if it could be medication related. No further complications have been reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.